Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely through merlin.net transmission after receiving a vibratory alert for low, out of range, pacing lead impedance on the right ventricular lead. No other electrical abnormalities were noted. Lead replacement was suggested by the physician. No intervention has been performed. The patient was pacing 99% in the ventricle and the lead measurements will be monitored. The patient was stable.